Event description:
It was reported that during an anterior hip replacement procedure, the surgeon reported that the clips would not stay on vessel where placed, very little force needed to move clips. Did not notice clip malformation or any differences in feel when using the device. The clips appeared to close, but not hold tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. This is the initial report submitted as follow-up as initial report error out as duplicate submission.

Event description:
It was reported that during an anterior hip replacement procedure, the surgeon reported that the clips would not stay on vessel where placed, very little force needed to move clips. Did not notice clip malformation or any differences in feel when using the device. The clips appeared to close, but not hold tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.